Event description:
It was reported that following replacement of the subcutaneous implantable cardioverter defibrillator (s-ICD), noise artifact was observed on the secondary and alternate vectors of the system. The impedance was 85 ohms. It was suspected that the setscrew of the new s-ICD had not been tightened properly. The physician confirmed that the electrode had been pulled twice before closing the patient to ensure proper connection. It was decided to re-open the pocket, and upon tugging on the electrode, it came immediately out of the device. The terminal pin was cleaned, and the electrode was re-inserted and screwed into the device, with resulting clean signals in all vectors. Impedance was 90 ohms. The procedure was completed without any additional adverse patient effects.